Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of intermittent phrenic nerve stimulation at a device check. Reprogramming was done and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.